Manufacturer narrative:
This report is submitted on february 3, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently underwent revision surgery on (B)(6) 2017, to remove the internal magnet. The internal fixture remains insitu.